Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven weeks post implantable pulse generator (ipg) changeout the right atrial (ra) lead exhibited oversensing and short v-v intervals. The ipg is programmed vvi with only an ra lead which remains in use. No patient complications have been reported as a result of this event.